Manufacturer narrative:
No investigation possible without the returned device. Companion samples from same lot returned and inspected, no problems were found. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatability of device has been established. No other similar reports attributed to this lot. Patient continues to dialyze with system one and no further problems reported. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment, patient experienced itching and raised welts on arms and legs; the treatment was ended. Patient went to hospital and was given benadryl im, no other medical intervention provided. At next treatment, the following day, the dialyzer was flushed with 1000cc saline prior to initiating the treatment. Patient complained of itching but with a lesser degree of intensity; patient took benadryl 25mg po.